Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the safe lock apd luer lock connector and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. The pdrn attributes causality to a touch contamination event during set-up or takedown, due to the patient's contact rushing. Per the pdrn, the events were unrelated to any fresenius product or device failure. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. Based on the information available, the safe lock apd luer lock connector can be disassociated from the events. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
It was reported fresenius customer service (cs) that a peritoneal dialysis (pd) patient had previously experienced peritonitis due to a leaking safe lock apd luer lock connector. Further clarification was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn revealed the patient presented to the outpatient dialysis clinic with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (cell count elevated ¿ value not provided) was obtained, and the patient was treated outpatient with intraperitoneal (ip) vancomycin 2000 mg every 2 days and ceftazidime 2000 mg daily. The peritoneal effluent culture result was positive for coagulase negative, staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The pdrn attributes causality to touch contamination, which occurred during set-up. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). The patient is recovering from the events and continues utilizing the same liberty select cycler as before the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.